Manufacturer narrative:
Note: patient code: (B)(6) no longer applies to this event. Please see reg report#: 3004209178-2019-00935 for event pertaining to that patient code. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was patient's old device that was explanted/implanted due to twiddler's syndrome. Again as previously reported, the cause of this event was possibly due to patient compliance and no interventions had been done since the current device was still working and lead/position was ok for patient to get symptom relief. No further complications were reported in this current event.

Manufacturer narrative:
Patient code c76143 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the patient saw the healthcare provider 3 months ago and the caller was asked to see the patient the day of the call for reprogramming. The rep reported the patient had twiddler syndrome and the physician had used tryx envelopment to stabilize the ins and it was implanted a little deeper, so the patient couldn¿t flip the ins and lead. The caller reported the patient had flipped their ins and lead, and x-ray was done and confirmed the lead was twisted. The caller reported the patient was getting good symptom relief, but their battery had depleted to 29-50% with a longevity of 29-49 months. The caller reported the patient was programmed to 1.5v on program 3, 210 pulse width, 14 hz, electrodes 2-0+ with >4000 ohms impedances and <(> <<)>15ua. The caller reported the impedance was abnormal and they increased the pulse width to 300 and all cleared, the impedances showed a normal value but didn¿t have them written. The patient was to be seen in 6 months for a follow up. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1nbh9, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient had twiddler's syndrome, and that the patient's lead was twisted again so patient had full ex plant/implant due to twiddler¿s syndrome. Utilized tyrx pouch to minimize twiddler¿s syndrome during the revision. Ther cause that led up to the led getting twisted was possibly due to patient compliance. No other interventions done as device is working and lead/ position was ok for patient to get symptom relief. No further complications were reported or anticipated. [Please refer to pe (B)(4) for lead twisted]